Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported packaging contains foreign object. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the exact cause is unknown. One photograph of a safestep infusion set package was returned for evaluation. An initial visual observation of the photograph showed a black material in the infusion set packaging. The glare on the clear plastic over the foreign material suggests that it is in the package. The packaging appeared to be unopened. No damage to the device or packaging was observed in the returned photograph. Due to the material observed in the package and the unbroken seal suggest that the foreign material was introduced before packaging the device. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.